Manufacturer narrative:
H6: additional code. 2041 - renal failure. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information received stated that the patient did well immediately post-op but developed vt/vf on (B)(6) 2025 requiring emergent peripheral va ECMO cannulation. The patient experienced low flows post-cannulation and was taken to the operating room (or) on (B)(6) 2025 for ECMO decannulation and transition to rvad support. The patient had recurrent vf requiring defibrillation on (B)(6) 2025 and continued on amiodarone/procainamide gtts. They once again developed vt on (B)(6) 2025 that terminated with implantable cardioverter-defibrillator (ICD) shock. The patient continued to have many more vt episodes, so lidocaine was initiated, milrinone was stopped, and lvad speed was increased to offload the lv. The patient developed liver dysfunction and hemolysis requiring rvad circuit change on (B)(6) 2025. The patient then had additional vt episodes on (B)(6) 2025 requiring reinitiation of lidocaine. On (B)(6) 2025, the patient had additional runs of vt with spontaneous conversion. Electrophysiology started quinidine, mexiletine, and procainamide but the patient continued with incessant vt and numerous ICD shocks despite triple antiarrhythmic therapy. Renal function was worsened, and the patient's family made the decision to pursue comfort care. The patient passed away on (B)(6) 2025.

Event description:
It was reported that on (B)(6) 2025, the patient acutely and rapidly decompensated due to incessant ventricular tachycardia (vt)/ventricular fibrillation (vf) that was non-responsive to treatment (amiodarone bolus/gtt, lidocaine bolus/gtt, and multiple shocks). The patient was emergently cannulated for peripheral venoarterial extracorporeal membrane oxygenation (va ECMO). Arrhythmia was ongoing after initiation of ECMO, so procainamide was added and the patient was successfully shocked back into sinus rhythm. Left ventricular assist device (lvad) flow was noted to remain between 0.5 and 1 l/min despite speed changes between 4000 and 5000rpm. Transesophageal echocardiography (tee) showed a stunted right ventricle (rv) and underfilled left ventricle (lv) with marginal improvement with aai pacing at 100bpm. Given ongoing low lvad flows, ECMO was converted to right ventricular assist device (rvad) and oxygenator on (B)(6) 2025 with improved/normalized lvad flows. Of note, intraoperative tee was concerning for suspicion of thrombus around the non-coronary cusp (ncc) and left coronary cusp (lcc) and thrombus in the aortic root. Log files were sent for review. The event file captured low flow events and intermittent speed adjustments on (B)(6) 2025 between 12:09 and 13:42. For the remainder of the log file, there were no further low flow events, and the pump parameters appeared to be stable. The lvad appeared to be operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted controller event log file contained data from 25oct2025 through 27oct2025. Many changes to the set speed and low speed limit were observed, ranging from 3000-5200 revolutions per minute (rpm) and 4400-4800 rpm respectively. A low flow alarm was captured on (B)(6) 2025 from the onset of the data, 12:09:53, through 13:42:14. These events appeared consistent with the report of low flows post extracorporeal membrane oxygenation (ECMO) cannulation despite changes to the set speed and ECMO decannulation and conversion to a right ventricular assist device on (B)(6) 2025, followed by improved flows. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Heartmate 3 left ventricular assist system, serial number: (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death, cardiac arrhythmia, right heart failure, hepatic dysfunction, renal dysfunction, hemolysis, and thromboembolism. Section 6 of the IFU, "patient care and management," lists arrhythmia and thromboembolism as potential late postimplant complications. Section 6 also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.